Manufacturer narrative:
The t:slim g4 pump user guide states: do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. Notify the transportation security administration (tsa) agent that your system cannot be exposed to x-ray machines. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the pump had been exposed to full body x-ray scanners. Customer's blood glucose level was 365 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.